Event description:
It was reported that the customer experienced a high blood glucose (bg) level that was over 500 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer administered a manual injection to address bg. Customer updated their pump settings to address the event.